Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was hospitalized due to experiencing diabetic ketoacidosis (dka). The customer was treated with anti-nausea medication, blood thinning medication, anti-psychotic medication, saline drip, potassium, phosphate and received an insulin infusion set and a catheter. The customer was released from the hospital the following day with the issue resolved and no permanent damage was sustained. The customer suspected the pump was not delivering insulin as the cause of the adverse event. Troubleshooting was performed and no issues were identified with the cartridge, infusion set, or the infusion set cannula. A system check was performed and no alarms were identified to have occurred at the time of the event.